Manufacturer narrative:
(B)(4).

Event description:
The customer reports the doctor found an ars (syringe) leakage during use.

Manufacturer narrative:
(B)(4). This MDR (MDR#3006425876-2018-00212) is a duplicate of MDR#3006425876-2018-00260, that was submitted on 04/16/2018. It was discovered that a duplicate complaint was opened in error, thus the duplicate complaint will be voided.

Event description:
The customer reports the doctor found an ars (syringe) leakage during use.

Manufacturer narrative:
Qn# (B)(4). The customer did not return a complaint sample; however, they supplied a photo of the complaint sample. The photo shows six arrow raulerson. Syringes (ars) in an opened kit. There are no obvious defects or damage to the syringes in the photo, therefore the complaint cannot be confirmed from the photo and without the samples to evaluate. A device history record review was performed on the ars and no relevant findings were identified. The report that the ars leaked could not be confirmed through examination of the customer supplied photo. The image showed several undamaged syringes and the actual complaint samples were not returned for evaluation. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the doctor found an ars (syringe) leakage during use.